Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator; however, the reporter stated that the patient would have been at risk of developing diabetic ketoacidosis had they not responded adequately to the patient's high glucose values. No further incident details are available. No injury was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. The patient stated false-low sensor glucose readings occurred which resulted in the insulin delivery system shutting off and a subsequent hyperglycemic imbalance. No symptoms were reported. The sensor and blood glucose values were not provided. The patient was already in a medical facility for an unspecified reason at the time of the event. No treatment information was provided but it was reported that the patient would have been at risk of developing potentially life-threatening diabetic ketoacidosis had the patient and healthcare staff not responded adequately to the patient's high glucose values. No additional patient or event information is available.